Manufacturer narrative:
The reported event of pacing issue was confirmed. Continuity testing found that a short condition occurred between the proximal and distal circuits in the y adaptor. No open or short condition was observed in the leadwires between distal side of y-adaptor and the electrodes. No visible damage was observed from catheter body, balloon, and windings. The balloon inflated clear and concentric and remained inflated for 5min. Without leakage. Further evaluation regarding related quality issues is under investigation. Corrections to the h6 code type of investigations were made. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A product risk assessment was previously generated to cover short condition at the y adaptor between proximal and distal lead wires for bipolar pacing catheters for products nonconformance with moderate, major, or critical severity. Corrections to the h6 codes investigation findings and investigation conclusions were made. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a pe075f5 swan-ganz bipolar pacing catheter was unable to pace from the beginning of use after the catheter insertion. The catheter was intended to be used for transcatheter aortic valve implantation. The issue was resolved by replacing the catheter. There were no patient complications reported.

Manufacturer narrative:
The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. A device history record review was initiated to document if the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.